Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a home patient (hp) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for the peritonitis. Treatment was not reported. The hp's catheter was removed and the patient was switched to hemodialysis. The hp was discharged from the hospital and was reported to be recovering. Additional information was requested but not provided.